Event description:
The patient was revised for osteolysis and polyethylene wear of insert and loosening of tibia component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.